Manufacturer narrative:
Evaluation summary: device a arrived in good visual condition with staples present and with the breakaway washer uncut, indicating that the device had not be fired. The device was tested for functionally with the returned washer and it fired all the staples as weel as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device was fired without any difficulties. Device b was received sterile and in good visual condition. The breakaway washer was present, uncut and the device was received fully loaded with staples. The device was opened and tested for functionally; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
During a sigmoid procedure, while flushing no abnormalities were observed, and the donut was okay. One week after surgery, peritonitis was discovered, during the re-operation, the surgeon found that only sutures were holding both gut parts together-no staples were present. The patient received an artificial anus, it is yet unknown whether this one will stay permanently.